Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain and cloudy effluent. The same day as the event onset, the patient was hospitalized for the event. The patient was treated with cefazolin (1g, intermittent administration) and ceftazidime (1g, intermittent administration) for the event. At the time of this report, the patient was recovering from the events. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.